Manufacturer narrative:
Awaiting return of the device and/or additional details to complete the evaluation. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
Per the complainant, "the patient was scheduled for robotic assisted total right knee arthroplasty. During the surgery, the bovie tip, an electrocautery pencil, burned a hole through the surgical drape and needed to be replaced. Additionally, the bovie tip was able to burn a hole through the drape without an operator pushing the activation button."